Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, the surgeon started firing handle with reload, however could not fire the device. They tried to squeeze the handle by force, however a strange sound was heard. The firing stopped at the site of one third of the staple line. They pulled the black return knob and opened the jaws. Then they replaced by new reload, and started firing the device. The firing was completed in spite of a strange sound was heard again. Due to a strange sound of the previous handle, it was replaced with a new one and connected to new reload, and the firing was completed with no problem. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridge of a reload revealed that the reload was fully fired. Another reload was noted to be partially-fired and engaged in interlock. Further inspection of the partially-fired reload noted protruding staples at the 4 cm cut line. Partially flushed staple pushers were noted in both staple cartridges. The anvil of the reloads were bowed. The anvil clamping mechanisms were deformed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.